Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited loss of capture and loss of sensing. The lead was explanted and replaced. The patient was in normal condition prior to and following the procedure